Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) abruptly turned itself off during use. The recommended battery was used. The epg was checked by the service department of medtronic (B)(4), and no anomalies were found. No patient complications were reported as a result of this event.